Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to myopotential noise and oversensing. Technical services clarified that this was an isolated case and, based on the performance of the system up to present day, there is no need for a system reprograming. No changes were performed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.